Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alert. The customer¿s blood glucose level at the time of incident was 148 mg/dl. The customer reported that insulin pump was unable to exit the preparing to prime loop. The customer pressed act on the rewind complete screen however, was unable to exit. The customer was helped to perform troubleshooting for clearing battery out limit alert. The customer performed troubleshooting for rewind fill tubing process and found that the insulin pump did not exit and the rewind complete bolus delivery loop and complete the fill tubing process successfully. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test but not the compromised force sensor error alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to perform the occlusion, a33 prime excessive no delivery test and unable to verify the prime fill anomaly due to compromised force sensor system error alarm.